Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a needle. The customer reports the needle had not been used, they had not drawn any medication. The customer reported they removed the cap and at that time they noticed the needle had completely detached form the hub.